Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang device - 6 x 10 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 6mm distal of the distal markerband and extending approximately 36mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres, however, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres, however, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.